Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer stated blood glucose (bg) levels were going up but did not provide a specific value. The customer stated the a back up pump would be used to correct bg levels. It was indicated that the customer would use the backup pump as alternate insulin therapy until the replacement was received.